Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed noise caused by electromagnetic interference. There was also an alert for high defibrillation impedance exhibited by the right ventricular lead. Programming interventions were made to resolve noise. The patient was stable.

Manufacturer narrative:
Further investigation will not be required as the device has not been returned.